Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had fractured. The fracture was confirmed via x-rays. Additionally, it was also reported that the lead had high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted.